Event description:
It was reported that the ventilator would not stay on and would black-out with no ventilation and no audible alarm while connected to the patient. The patient's oxygen saturations were dropping but there was no visible distress to the patient. No patient harm reported.